Manufacturer narrative:
.Follow up information received on 28-apr-2015: essure device was inserted 6 years ago (2009). No further information was provided. Follow up information (general questionnaire) received on 07-jul-2015 from consumer: the consumer was (B)(6) at time of the events. She did not have any gynecological problems. Migraine was noted on (B)(6) 2011 as concomitant condition. She used condoms as back-up contraception before total occlusion confirmation. No hsg (hysterosalpingogram) test was performed. On (B)(6) 2010, a pap smear was done and the result was negative for intraepithelial lesion or malignancy. On the same day, lipid panel was performed and showed no alterations. On (B)(6) 2011, differential (blood count, blood smear, microscope exam with manual differential wbc count) and complete blood count were done and showed no alterations. The prolactin was also analyzed and the result was 5,1 ng/ml. A tsh test was performed for menorrhagia and showed normal result of 0,919 uiu/ml. On (B)(6) 2011, a urine pregnancy test was performed and showed negative result. On the same day a hysteroscopy was performed for dysfunctional uterine bleeding. On (B)(6) 2012, cytopathology was performed and showed negative result for intraepithelial lesion or malignancy. On (B)(6) 2014, a ca 125 test was performed for left ovarian cyst and showed normal result of 5 u/ml. On (B)(6) 2014, hemoglobin (normal result) and hematocrit test was performed for menorrhagia (heavy menstrual period), dysmenorrhea (painful periods) and left ovarian cyst. Consumer reported she experienced heavy bleeding, cramps, abdominal pain, cysts; and all occurred in 2010. She reported that was hospitalized to have an out-patient surgery; she had a partial hysterectomy done, stated as necessary. Essure devices were removed. Consumer reported that her symptoms resolved after surgery; and that essure devices caused her condition as she did not had any problems until they were inserted. Company causality comment: this spontaneous, not medically confirmed case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain and dysfunctional uterine bleeding. These events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur; in this case consumer stated the events started after essure insertion and recovered with devices removal by partial hysterectomy. Considering this information, causality with the suspect insert cannot be excluded. Since an intervention was required for essure removal, this case was considered an incident. Also, non-serious events were reported. A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.

Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case (B)(4)) in united states on (B)(6) 2015 which refers to herself, a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The consumer reported she had nothing but problems since the device was inserted that she never had previously. On an unspecified date she experienced severe menstrual bleeding, cramping, cysts, and abdominal pain. She had to have all her female parts removed. Result and assessment of the product technical complaint investigation received on (B)(4)2015: final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Ptc global number is (B)(4). Company causality comment: this spontaneous, not medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain. This event was considered serious due to medical significance and it is listed in the reference safety information for essure. Abdominal, pelvic and uncharacterized pain may occur with essure therapy. In the present case, scarce information was provided. The consumer reported that since the device was inserted she had problems she never had previously, including the abdominal pain. Therefore, considering the positive temporal relationship and nature of the reported event a causal relationship between essure and the abdominal pain cannot be excluded. Also, non-serious events were reported: severe menstrual bleeding, cramping, and cysts. This case was regarded as incident due to the reported surgical intervention (she had to have her female parts removed). A product technical complaint (ptc) analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit (lack of complaint sample and any valid batch information). No further information is expected.